Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D4: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 7 years and 2 months post implantation due to pain and discomfort. Attempts have been made and further event information is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 5 years post implantation due to pain. During the revision procedure, the implant was found to be loose and a bone fracture occurred during implantation of a competitor device. A reverse total shoulder was implanted 3 years later using competitor products. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: d4: expiration date h6: proposed code: mechanical (g04) head. Further review of the device history record(s) identified ncrpcr02132020124477241817 and parent ncr12447724 were written for bacterial endotoxin levels exceeding acceptable limits. With the provided medical records, it cannot be confirmed that the patient experienced ongoing pain prior to the fall. Therefore, it cannot be determined if the patient's pain is related to the bacterial endotoxins. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 4 month follow up : return to work without restrictions 3 year follow up: patient fall approximately 3 years post op proximal humerus fracture adjacent to the left shoulder hemi. Patient placed in a sling-will likely heal with nonoperative management . X-ray shows implant is well fixed to the bone, no evidence of loosening. 3.2 year follow up: patient is in therapy, pain is settling down, still somewhat stiff and weak but improving. 4 years post op: recall letter to patient. 4 year follow up : patient indicates problems with the shoulder predate that fall. Her fracture has gone on to heal, but she has had continued pain and dysfunction. Plan for revision. 5 years post op: revision report : humeral component found fairly loose and easily removed without bone loss. Tissue was noted beneath the humeral implant at its interface with the bone. Event of ongoing pain: as no medical records or information regarding onset of pain were provided, it cannot be determined if the patient's pain is related to the bacterial endotoxins. A definitive root cause cannot be determined. Event of loosening: as loosening was not noted after the fall, only upon revision, a definitive root cause cannot be determined. Event of fall and resulting humeral fracture: the root cause of the fall and subsequent bone fracture was determined to be unrelated to the implanted zimmer biomet device. Event of ongoing pain: with the provided medical records, it cannot be confirmed that the patient experienced ongoing pain prior to the fall event of loosening: the reported event was confirmed through medical records. Event of fall and resulting humeral fracture: the reported event was confirmed through medical records, however is not device related. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a left total shoulder anthroplasty. Subsequently the patient has been indicated for a revision approximately 4 years later due to discomfort/pain, however, a revision has not been reported. Attempts have been made and additional information on the reported event is unavailable at this time.